Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43mg/dl. The customer did not have symptoms prior to their low blood glucose. The customer treated for the low blood glucose with food. Customer's blood glucose level was 376mgdl at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal but the pump alarmed no delivery. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis and customer was advised to monitor the pump and call back if necessary. There was no further information provided by the customer or by troubleshooting.